Event description:
Imprecise advia centaur xp progesterone results were obtained for patient samples during precision checks. The precision checks were performed during installation of a new advia centaur xp instrument. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant progesterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call and no hardware issues were identified. The cause for the discordant progesterone results is unknown. The instrument is performing within specification. No further evaluation of the device is required.